Event description:
Customer reported that she was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 884 mg/dl. Customer stated that she was feeling weak and nauseated prior to the hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.